Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer was left on over 24 hours and got the "overheated" message; power supply found out of electrical specification. Analysis also found a loose ECG (electrocardiogram) connector on a printed circuit board assembly and the system fan was noisy.

Event description:
It was reported the programmer keeps overheating and required the programmer to be shut off and turned back on. It was also reported the programmer was restarted and a device check was finished. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.